Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing a small flexnav. The patient presented with 2.8mm membranous septum, a medical history of right bundle branch block (rbbb), and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, while crossing the annulus with the 25mm navitor, a an atrioventricular block occurred. Upon leaving the procedure room, to treat the heart block, a temporary pacemaker was implanted. Hospitalization was extended for follow-up monitoring of the patient¿s heart rate. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing a small flexnav. The patient presented with 2.8mm membranous septum, a medical history of right bundle branch block (rbbb), and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, while crossing the annulus with the 25mm navitor, a an atrioventricular block occurred. Upon leaving the procedure room, to treat the heart block, a temporary pacemaker was implanted. Hospitalization was extended for follow-up monitoring of the patient¿s heart rate. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of heart block during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.